Manufacturer narrative:
(B)(4). Date sent: 1/30/2020. D4: batch #t5e99d. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with a gst60b cartridge loaded in the device. Additionally, the reload was received with the right side unfired, left side fully fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information received: the report states that the stapler malfunctioned, firing the distal half of the staples but failing to fire the proximal side; this resulted in dividing the stomach & leaving the proximal portion open. The stapler was withdrawn & the open portion of the stomach had to be repaired with sutures. When the stapler was tested on the back table it demonstrated the same malfunction; it was repackaged & also returned to the manufacturer for analysis. When this case was discussed in a physician qa meeting on 12/18/19 it was mentioned that more of the stomach had to be removed than was planned due to the stapler malfunction.

Event description:
It was reported that during an unknown procedure, the customer stated that after firing the stapler, they noticed that one side of the tissue did not get stapled. Only one side of the reload fired staples. The doctor over sewed the tissue. There was a delay of twenty to thirty minutes. There were no patient consequences reported. No additional information can be provided at this time.